Event description:
Customer reported that received a no delivery alarm and motor error alarm. Blood glucose value is 170 mg/dl. Customer stated that the motor error alarm occurred when trying to fill the tubing. Customer did not recall any events leading to the alarms. Customer does not use the sensor feature and is able to rewind the insulin pump. Customer stated that there are large air bubbles inside the reservoir and that he felt like the infusion sets that he is currently using are not sticking correctly. No troubleshoot performed for no delivery; device is being replaced due to the motor error alarm. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.